Event description:
It was reported that insulin pump has cracks around the display window. It was reported that the insulin pump experienced recurring unexpected restart alarm. Customer's blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with constant e22 alarm and followed by a32 alarm, problem isolated to mother board. Unable to verify a21 alarm due to constant e22 alarm and a32 alarm. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.